Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. It was folded several times and the layers were adhered to each other. The cause for the event could not be verified with the explanted sample. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic ipom incisional hernia repair procedure and mesh was implanted. Approximately two weeks following the procedure, the patient complained of fluid at the procedure site. The patient was hospitalized and 2 liters of fluid were drained from the abdominal wall. On (B)(6) 2014 a reoperation was done to determine the status of the mesh and site of fluid collection. During the reoperation it was noted that the mesh was freely floating in the abdomen. It was determined that an (B)(6) infection was present.